Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable no longer charged the pump. The customer's blood glucose level ranged from 95-96 mg/dl. Reportedly, the customer was a sent a replacement cable. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.